Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and abortion of ectopic pregnancy ("miscarriage") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), migraine ("migraine headaches") and menorrhagia ("heavy periods"). Last menstrual period and estimated date of delivery were not provided. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, migraine and menorrhagia outcome was unknown. The reporter considered abortion of ectopic pregnancy, ectopic pregnancy with contraceptive device, menorrhagia and migraine to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Incident- no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and abortion of ectopic pregnancy ("miscarriage") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), migraine ("migraine headaches") and menorrhagia ("heavy periods"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, migraine and menorrhagia outcome was unknown. The reporter considered abortion of ectopic pregnancy, ectopic pregnancy with contraceptive device, menorrhagia and migraine to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.